Event description:
Abbott ID now] use for covid-19 under emergency use authorization (eua): gave invalidx2, pt came back for new collection, was invalid, then repeated again negative. Invalid, repeated with same sample, invalid again new collection invalid, repeated with same sample, then negative. FDA safety report ID # (B)(4).